Event description:
Giving injected medication (xolair) to patient on left arm, pressure was applied to syringe to give/inject medication, syringe was cracked and medication came out splashing out of syringe.